Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 349 to 450 mg/dl. Reportedly, the customer was ill at the time of the call and was taking antibiotics. The customer addressed bg level by drinking water and delivering boluses using the pump. During troubleshooting with tandem technical support, air bubbles and gaps were noted. The customer changed out the cartridge and infusion set.